Event description:
It was reported that the patients pump had intermittent no disposable alarm error messages. Replacement pump and box for return was sent. No further details provided. No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown.

Manufacturer narrative:
Other, other text: additional information: h6 - health impact code and the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.